Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection performed on the returned meter and no issues were observed. Observed the meter did not power on with button, or strip insertion. The meter log was unable to download due to the meter not powering on. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cases meter; no issues were observed. An extended investigation was also performed. Mix match testing was performed to determine the cause of the reported issued. The returned microcontroller unit (mcu) was replaced with a new unused mcu, and the meter powered on and the meter powered on. Therefore, it was determined that the root cause was a defective mcu component. The issue is confirmed due to a faulty mcu. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.